Manufacturer narrative:
All information provided by manufacturer and maude event report.

Event description:
It was reported that the lead exhibited intermittent capture and unstable impedance. The patient had low pulse and passed out. The lead was capped and replaced.